Manufacturer narrative:
The beckman coulter field service engineer (fse) provided phone support and advised the customer to replace the mc sample probe and the na reference electrode. A failure of one or more of the replaced components, modular chemistry (mc) sample probe and/or sodium reference electrode or a combination thereof is the likely cause of this event. The issue was resolved. No further action is required. Section a2, a4 and a5: information was not provided by the customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer questioned low sodium (na) patient results generated on their dxc 600 pro clinical chemistry analyzer, (part number (pn) a10400 serial number (sn) (B)(6), with multiple results appearing at or near the lower limit of the reference range of 135 mmol/l. Additionally, the customer noted getting slightly low readings in chloride and potassium results. No erroneous patient results were reported outside of the customer's laboratory. There was no report of change to treatment, injury, illness, or death associated with this event. The customer did not provide patient data and or demographics.